Event description:
Patient reported right side ¿preventative replacement¿. Device was explanted. Later, capsular contracture, baker grade iii was reported..

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Device photo evaluation: visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ red particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.